Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess) procedure, it was reported that after passing registration, the site moved forward but was no longer able to track the patient tracker or instruments. Ports were switched with no resolution. A new patient tracker was opened and the issue resolved. There was a delay of less than an hour reported due to this issue. There was no reported impact on patient outcome.